Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device not reading temperature probe.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. Per additional information received via mail on (B)(6) 2025, the device not sent in for evaluation, serviced machine and no issues raised. Serviced machine and performed within parameters during assessment. Issue could not be replicated and machine unable to download case for further investigation. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device not reading temperature probe. Per additional information received via mail on (B)(6) 2025, the device not sent in for evaluation, serviced machine and no issues raised. Serviced machine and performed within parameters during assessment. Issue could not be replicated and machine unable to download case for further investigation.